Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (dlcx). A 3.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However resistance was encountered and it was noted that the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.